Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/10/2020. Additional information was requested and the following was obtained: *is the needle piece retained in the patient? If yes, please explain /no, all is taken off. *how was the needle retrieved from the patient? All foreign material was taken away from patient. *was there any adverse consequence associated with the patient? No. *was procedure successfully completed? Yes. *please provide lot num. Pkz034. *name of the procedure? Fascia closure. *please provide procedure date. (B)(6) 2020. *please provide event date. (B)(6) 2020.

Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences- unknown, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the needle piece retained in the patient? If yes, please explain. How was the needle retrieved from the patient? Was there any adverse consequence associated with the patient? Was procedure successfully completed? Please provide lot number. Name of the procedure? Please provide procedure date. Please provide event date. Status of device return.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle broke into two parts. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/28/2020. A manufacturing record evaluation was performed for the finished device pkz034 batch number, and no non-conformances were identified. Additional h3 investigation summary: it was reported breakage needle. A suture needle was returned for evaluation. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.